Event description:
Per customer, surgeon removed a plate that broke while in pt. Original surgery was (B)(6) 2009, the hardware was removed in (B)(4), 2010. Sales rep was made aware of situation today that plate was removed. No further information is available.

Manufacturer narrative:
Device is not available for investigation, as it was discarded.